Event description:
The customer reported that the retractable sheath caught on the technician's glove which resulted a knife stick to the finger. Additional info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).